Manufacturer narrative:
The investigation into the reported event is currently ongoing. A follow-up report, containing the investigation results, will be submitted upon its completion. At this time, no additional information has been provided to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 10-apr-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 11-apr-2026. It was reported that the patient experienced communication and pairing issues between their remunitypro pump and its corresponding remote. The patient attempted to switch to their backup system; however, the remunitypro pump would not power on. The patient was advised to present to the nearest hospital as troubleshooting efforts were unsuccessful and the patient subsequently experienced an interruption in therapy. It was later reported that the patient did not present to the hospital and was ultimately able to resume therapy on a replacement system provided by the specialty pharmacy.